Event description:
It was reported that this patient with an implantable pacemaker experienced a syncopal episode at home due to pacing inhibition greater than seven seconds. Upon interrogation, the device was found to be operating in safety mode and the physician subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.